Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix non-vented, high-volume inlets had particulate matter (pm) contamination. The pm was described as precipitation (droplets) observed in the packaging prior to use. The packaging had not been opened at the time of the pm observation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured on an unknown date in november 2024. .h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and droplets and condensation were observed inside the sealed packaging. The reported condition was verified. Due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most likely cause was due to atmospheric temperature or relative humidity differences between the manufacturing environment, or product storage area environment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.